Manufacturer narrative:
The incident was user related due to a wrong application from the customer site. Based on the feedback provided by the leica biosystems field applications specialist, the customer did use a wrong tissue protocol for the tissue processing. The customer informed leica biosystems, that all tissues were processed together in one run regardless of the tissue type and size. The biopsy tissue was run on a 10-hour routine overnight protocol, likely resulting in the tissue being over processed and becoming dry and brittle. The leica biosystems field applications specialist recommended to the customer to run biopsy tissue on biopsy protocol and separate from the large specimens.

Event description:
On (B)(6) 2022, a customer reported to leica biosystems that on (B)(6) 2022 they experienced suboptimal tissue processing on their leica asp300, tissue processor. As a result two tissues was undiagnosable, a rebiopsy was not performed. Three attempts by two different methods have been done to get the patient identifier information, but the customer is not providing us this information.

Event description:
Additional information: on (B)(6) 2022, the complainant confirmed it was two (2) cases which were not diagnosable, a core biopsy and a gi biopsy. The complainant is not providing any patient identifier information for the two (2) cases involved in this event.